Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Blood was no returned to the pt, with an estimated blood loss of 300cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.